Event description:
The micro sagittal saw was sent in for eval due to overheating during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the rotor was identified as the probable cause of the overheating reported.